Event description:
After having the essure inserted into both of my fallopian tubes in 2009, began to have severe abdominal, pelvic, hip, lower back pain, blood clotting, sever ovarian pain, burning, stabbing, constant abdominal pain, bloating, headaches, hormonal imbalances, sever pmdd, skin changes, anemia, unable to regulate body temperature, complete loss of libido, cognitive difficulties, depression (obviously).